Manufacturer narrative:
An elective explant of evoke scs system was performed. The patient requested this due to an upcoming planned surgery. The evoke scs system was confirmed to be operating as intended prior to explant.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) was explanted. The patient requested explant of their evoke scs system to accommodate an upcoming surgery. The evoke scs system was confirmed to be operating as intended prior to explant.